Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for support using the impella 5.0 device. During support, the patient developed an access site hematoma. As treatment, a blood transfusion was required.

Event description:
The clinical team reported that hemolysis, thrombocytopenia, and positioning issues occurred during impella support. Further information about any of these adverse events was not provided due to hospital restrictions. It was later reported in a publication that an intractable hematoma developed at the impella access site. The bleeding was eventually treated with blood transfusions and the placement of a heart band compression bandage. No further information was provided.

Manufacturer narrative:
The investigation into the reported issues has been completed. No pump was received for evaluation. The causes of the reported issues could not be determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records. Corrected information provided in b5, h6 and h.10.